Event description:
It was reported that a single use dialyzer contained black granules in and around the fibers of the device. The issue occurred during the priming phase of hemodialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph was received for evaluation. A visual inspection confirmed the presence of brown/black particulate matter on the dialyzer fibers. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.